Event description:
It was reported that during a da vinci-assisted inguinal hernia-bilateral surgical procedure, the endoscope flipped down whenever the customer removed it. The surgeon has been flipping it back once installed. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs but found no related entries. The tse advised that the issue may be due to guided tool change. The tse recommended to clear guided tool change then re-install the endoscope to confirm issue has been resolved. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue occurred after ports were confirmed to be placed in patient. The surgeon removed the camera, cleaned the endoscope and inserted it back in. The endoscope vision orientation flipped on its own. It was not inverted or moved freely with uncontrolled motion. The surgeon continued to use the endoscope to complete the procedure. There was no patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) contacted customer to further investigate the reported event. The fse advised the customer to check the surgeon/system settings (change to factory setting). The reported endoscope issues had not persisted upon system restart and setting adjustments. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.